Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. Samples were received in used condition without their original packaging and inside in a plastic bag. Visual and functional testing were performed. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. The samples did present any damages, scuffs, pinch marks, cracks, crazing, etc. That could cause the failure mode reported. Samples were received without a blue clip and without white cap. During the functional testing, the sample was fully primed and connected without difficulty, the pump was set running and no alarms were activated. The complaint was not confirmed. No root cause was determined due to the complaint was not confirmed. The actions taken were not performed due complaint was not confirmed.

Event description:
It was reported that during lab testing when the pump was started an alarm sounded saying the cassette was disconnected. No patient involvement was reported.